Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Two pouches (one decontaminated and one unused) with lot number 5244108064x were received and the reported issue was confirmed; the samples received have reduced internal diameter which does not allow to drop properly on the handle which may result in the glove tearing or splitting when being applied. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer states the light gloves are too tight and don't fit over the light handle adapters. The customer further reports that the light gloves tore when surgeons were putting them on the adapters.